Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced the high blood glucose. The customer's blood glucose was 600, 208, 357 mg/dl. The customer was treated with the manual injection and insulin pump. The customer reported that the infusion set had air bubbles in the tubing and there was leak on the connector for reservoir and tubing. The customer alleging possible under delivery because the insulin pump had not gave her anything, the reservoir insulin was still the same. The customer was neither in emergency room, nor admitted into hospital. The product will not be returned for analysis.